Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 288-289 mg/dl resulting in a hospitalization. Cause of high bg was not known. Multiple attempts were made by to obtain additional information; however, no additional information regarding this event was provided.